Manufacturer narrative:
Event (additional information): the reported pump exchange was reported under MFR#: 2916596-2019-02097. Device manufacture date: additional information. Manufacturer's investigation conclusions: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and the heartmate ii lvas could not be conclusively established through this evaluation. The submitted log file contains data from on (B)(6) 2019 at 14:08 through on (B)(6) 2019 at 13:17. The pump speed remained above the low speed limit and no hazard alarms were captured from the beginning of the file until 01mar at 05:41:39. At this time, pump speed was captured at 4710 rpm (3490 below the low speed limit) and the low speed advisory alarm was active. Additional low speed events, including two pump stops, were captured intermittently on 01mar from 10:44:51 through 10:58:22. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All low speed events appeared to occur while the patient was supported by the power module. It should be noted that power cable faults were also observed on the white and black power cables while the patient was supported by batteries. No additional atypical events or trends in pump parameters were captured. The hmii lvas IFU addresses all system controller alarms (including low speed hazard and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device remained in use supporting the patient until on (B)(6) 2019, when the pump was exchanged due to suspected thrombosis.

Manufacturer narrative:
Approximate age of device ~ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that on (B)(6) 2019, at 0514 hours, the patient experienced a red heart alarm on controller while connected to the power module (ppm). This occurred 3 times until the patient changed to 14v batteries. Patient contacted the hospital for advice. The log files retrieved and showed 3 pump stops while connected to the power module. External part of the driveline looked ok, x-ray was performed of the complete driveline. Patient was sent home on a non grounded cable. No further information was provided.